Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: on an unknown date the patient underwent a unknown primary procedure. On (B)(6) 2022, a spine removal procedure was performed. The screwhead came off during the procedure. A fragment was removed from the lesion. The procedure was completed less than 30-minute surgical delay. No further information is available. This report is for one (1) viper system cortical fix polyaxial screw 5.5 8 x 45mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed, for the finished device: product code: 186731845, lot number#: 194786. It was electronically reviewed, and no non-conformances / manufacturing irregularities were identified, during the manufacturing process. The product was released on: 02.05.2018. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the head of the 5.5 ti cort fix 8x45mm was broken and the threads were deformed. The broken fragment was not returned. No other anomalies were found. A dimensional inspection was unable to be performed, due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure, that may have been caused by exposure to unintended forces. A manufacturing record evaluation was performed, for the finished device [194786] number. And no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed, condition of the 5.5 ti cort fix 8x45mm would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.